Manufacturer narrative:
A review of the manufacturing documentation of the explanted leads revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that a trial patient was experiencing extreme pain. The location of the pain is from the patient's shoulders down to the lower back. The patient had tried turning up the stimulation which made the pain worse. The physician pulled the patient's trial leads early. The physician doesn't know if the pain is device or procedure related. The patient is now doing fine.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50e (B)(4) description: enh st trial ld kit the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a trial patient was experiencing extreme pain. The location of the pain is from the patient's shoulders down to the lower back. The patient had tried turning up the stimulation which made the pain worse. The physician pulled the patient's trial leads early. The physician doesn't know if the pain is device or procedure related. The patient is now doing fine.